Event description:
A caller reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. The caller was guided by customer technical support to reset their pump, which resolved the issue as the cgm error did not reappear and the sensor session was successfully started.